Event description:
The customer reported an alarm and constant tone. Troubleshooting was performed, and the insulin pump was unable to deliver a bolus. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to moisture damage on the electronics. Unable to verify the alarms due to the blank display anomaly.